Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain and suffering. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, the associated labeling and dfmea could not be determined for review.